Event description:
Hill-rom received a complaint on one of its excelcare bariatric bed frames, alleging CPR assembly was not functioning properly. A hill-rom service technician performed an investigation and found that CPR handle required replacement. The technician replaced the CPR handle to return function to the CPR assembly. This repair was found after a retrospective review of open warehouse repairs and was processed as soon as it was reviewed and determined a reportable malfunction. Hill-rom is reporting this malfunction in compliance with 21cfr803.3 where this failure mode was involved in an adverse event on (B)(6) 2009 indicated in MDR 1045510-2009-00021.